Event description:
Additional information was received via a company representative. The cause of the 30 ml of drug, having gone outside the pump reservoir at the time of refill was not determined. The pump was refilled. It was indicated, that the pump may be replaced, but there was no date scheduled yet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8551, serial#: unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving clonidine (2000 mcg/ml) at an unknown dose rate via an implantable pump. It was reported that the patient's 40 ml pump was implanted approximately 5 years ago, and elective replacement indicator (eri) was to occur in approximately 2 years. The specific date of implant regarding the pump was unknown. The patient had their pump refill every 3 weeks. At a pump refill on (B)(6) 2021, a residual volume of 5 ml was removed from the reservoir using a model 8551 refill kit. It was further noted that 10 ml was then injected into reservoir; however, 30 ml went outside regarding a pocket fill. The physician could re-aspirate the 30 ml. Good position of needle had been confirmed using fluoroscopy. The healthcare provider was questioning if the septum could be damaged with so many punctures. The issue was noted as having been resolved as of (B)(6) 2021. The patient was without injury regarding their status as of (B)(6) 2021. The pump remained implanted / in-service as of (B)(6) 2021. No surgical intervention occurred, and it was unknown if surgical intervention was planned. The patient's medical history, age and weight at the time of the event was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via the company representative. It was clarified that the pump was not replaced.